Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing a power on reset (por) message. It was stated that the therapy had turned off and was reset to shipping parameters. The patient wasn;'t feeling any stimulation sensation and went to use the patient programmer to check the implantable neurostimulator (ins) status when the por message appeared. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.